Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40mg/dl. Initially, the customer called requesting assistance with calculating a correction bolus. Troubleshooting was performed. It was stated that the event leading to her admission was knee pain. The customer's most recent glucose reading was 152mg/dl. The customer stated that she has been in her doctor's office all day and had not eaten anything, which caused her glucose to drop. No further information was provided.